Manufacturer narrative:
The affected device is not yet returned to the distributor of infutronix.

Event description:
A distributor reported an administration set leaking issue to infutronix on (B)(6) 2018. The reported issue was "leaking flex IV set during infusion. Black pouch and pump were both wet". Medication infused at the time of event was 5fu. No patient injury was reported by the distributor. No other information on the patient was available. No lot number or expiration date information was provided to infutronix. No event date information was available.

Manufacturer narrative:
Infutronix received the evaluation report from the service provider on (B)(6)2019. The reported leaking issue was confirmed. Dried white substance considered to be 5fu was observed at the connector site existing the IV cassette. Water with red food colouring was used to test the set for a specific leaking site. It was confirmed that the leaking issue was located at the distal connector of the cassette.

Event description:
This is a follow-up for the initially filed MDR (3011581906-2018-00027).